Manufacturer narrative:
The soft component of the up-button was demolished and the button damaged. Thus it does not function anymore. Moisture may enter the insulin pump and destroy the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2014, it was reported that the menu and check buttons on the patient's infusion device were not functioning. The rubber covering of the up button was damaged and missing. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.